Event description:
Bd alaris pump remediation. We upgraded our pcus and modules in response to 510k approval. Also upgraded bd server and interoperability. New server is unstable leading to interoperability failure and server issues. Also, old pump modules are compatible with new pumps that lead to further server issues. This has led to patient care issues and disruption of nurse workflow affecting patient care. Reference report: mw5156075.